Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent esc and act buttons response due to moisture damage keypad traces. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 356 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.